Event description:
Ous MDR - after an implantation period of about 80 months, oversensing with inappropriate therapy was reported. The lead was capped and left in situ. Apart from the shocks, no adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The fu report you provided has been carefully analysed. The delivery of three shocks on 12 june 2015 can be confirmed from the episode listing. However, as the fu report contained no iegms, the presence of noise and the affected channels cannot be determined. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.